Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) reused single-use supplies during peritoneal dialysis (pd) therapy. During troubleshooting for an unrelated issue, the patient ended therapy and then began self-testing and priming using the same supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.